Manufacturer narrative:
This statement is to correct information reported in initial report sent on sep 25 2015.

Manufacturer narrative:
The patient's included in this study were treated with negative pressure wound therapy from jan 2007 to jan 2013. It is unknown when the events occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged surgical site infections are related to v.a.c. Therapy. Kci has made attempts to obtain additional information, so far without success. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c. Therapy should be discontinued.

Event description:
On aug 28 2015, kci received article, adogwa, o., fatemi, p., perez, e., moreno, j., gazcon, g., gokaslan, z., bagley, c. Negative pressure wound therapy reduces incidence of postoperative wound infection and dehiscence after long-segment thoracolumbar spinal fusion: a single institutional experience. The spine journal, 2911-2917, that reported three patients developed surgical site infections while on v.a.c. Therapy. The unit's type or serial number was not provided, therefore, kci cannot conduct a device evaluation of the unit.